Event description:
It was reported to medtronic neurosurgery that the patient was implanted with an adjustable shunt due to hydrocephalus after a tumor operation. According to the report, several months ago, the patient was in a coma and was hospitalized for further treatment. The report stated that the scan showed ventricular enlargement and the patient¿s hydrocephalus was aggravated. Reportedly, in (B)(6) 2014, the doctor adjusted the pressure and the patient¿s symptoms were relieved. According to the report, two weeks ago, the patient was in a coma and hospitalized again. The report stated that the scan showed ventricular enlargement and the patient¿s hydrocephalus was aggravated. Reportedly, the doctor performed an exploratory operation and found that the shunt was ok and without blockage. The report stated that the doctor then performed a replacement surgery and implanted a new product. Reportedly, the scan showed that the ventricle size had decreased. According to the report, the patient has recovered now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.